Event description:
On (B)(6) 2011, mother reported that patient was hospitalized with diabetic ketoacidosis on (B)(6) 2011. Blood glucose elevated to the 500 mg/dl range, and normal range is 150-250 mg/dl. Patient had flu-like symptoms. She changed the insulin cartridge and infusion set and continued to bolus insulin through the infusion device, but blood glucose would not decrease. Patient then delivered insulin injections, but this was not successful either. Patient was taken to see her physician and was advised to go to the emergency room. Blood glucose was 586 mg/dl when patient arrived at the hospital, and she was placed on an IV with insulin and fluids. Patient was taken off the infusion device and treated with insulin injections. Patient was discharged on (B)(6) 2011, and was advised to switch to the backup infusion device. Blood glucose returned to normal after this. Infusion device and adapter were replaced and requested for evaluation. The cartridge was not available for evaluation, and patient uses a competitor's infusion set.